Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse for the customer called in to report hospitalization for high blood glucose levels. The customer's blood glucose level was over 600 mg/dl. The customer's symptoms included nausea, headache, and backache. The customer was wearing the device at time of admission and that device had a motor error alarm. The customer was wearing an older insulin pump during the hospitalization. The cause per the health care provider was diabetic ketoacidosis. The nurse was advised to call back to troubleshoot. The product was not returned for analysis.